Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported event of fiber break cannot be confirmed as the device was not received for analysis, despite good faith efforts. The IFU instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage and, if the fiber appears damaged, to not use the device; return it to the supplier for replacement. The symptom of burn is a known inherent risk of the device associated with the use of this device and is documented in the risk documentation. B3. Date of event: exact event date is unknown, date estimated based on reported month and year.

Event description:
It was reported that during a procedure, the fiber broke causing small burn to patients right inner leg just above the knee. The patient and procedure outcome are unknown.

Manufacturer narrative:
B3. Date of event: exact event date is unknown, date estimated based on reported month and year.

Event description:
It was reported that during a procedure, the fiber broke causing small burn to patients right inner leg just above the knee. The patient and procedure outcome are unknown.